Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed due to a faulty cubie pocket. A field service engineer removed bad cubie pocket and placed in a new cubie for 3.1 d5 legacy half height drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer jammed after it was recovered. The customer stated that the user was unable to dispense medications to the patient during this malfunction, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.